Event description:
The customer reported via phone call that they experience high blood glucose. Blood glucose reading was 400 mg/dl. Customer declined troubleshooting for high blood glucose. Customer did not reported any symptoms due to high blood glucose event. Auto mode feature was not active at time of event. No further patient complication were reported. Device will not be return for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.